Event description:
It was reported that a user of the ilet pump with a teflon infusion set experienced elevated blood glucose, with the pump displaying 215 mg/dl and a confirmatory fingerstick of 209 mg/dl, and a highest reading of 240 mg/dl prior to the call; the user temporarily stopped ilet insulin delivery and administered a manual insulin injection per outside therapy, then was advised to wait two hours before reconnecting and to monitor readings. Symptoms included hyperglycemia without associated acute illness. Outcomes included self-management at home without hospitalization or medical intervention beyond monitoring and temporary therapy adjustment. Investigation included troubleshooting and education by support personnel regarding pump reconnection timing and glucose monitoring. Investigation of this case revealed no device alarms and no specific device malfunction identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.